Manufacturer narrative:
The reported events of difficult to remove stylet from lead and ¿terminal pin became disconnected from the lead¿ were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the stylet stuck inside the lead. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon visual inspection of the lead, it was noted that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage. The ptfe (polytetrafluoroethylene) coating was found to be stripped off and bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched-up ptfe coating of the stylet that prevented the removal of the stylet and excessive force resulted in the connector pin and crimp sleeve being pulled out of the connector assembly.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted that the stylet could not be removed from the left ventricular (lv) lead, and the knob of stylet broke loose when traction was used. The terminal pin of the lead also became disconnected from the lead due to excessive traction while attempting to remove the stylet. The lead was not used and was replaced. The patient was in stable condition.